Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure with a patient lying on the table, the unit lost operation. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log file analysis showed that the issue was due to a problem with the pilot control module (pcm). The pcm can be used to control the c-arm movement and the imaging system. Due to the defect of the pcm, the control of movements via this module was blocked. Operation via other independent modules, such as the table control module (tcm) and the membrane keys on the flat detector (fd) were unaffected so movement was still possible, although at reduced speed in manual-only mode. The user was informed about this issue by the error message. As a result, the operator decided to continue the procedure using an alternative system. By replacing the pcm, the issue was solved and the system again functioned as intended. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.